Manufacturer narrative:
The device referenced in this report has been returned to olympus and the evaluation is in process. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, during an unspecified procedure using a single use ligating device, the endoloop was placed on the base of the polyp without any problem. At the time of release, the metal rod allowing the manipulation broke under the effect of the push. A fiberscope was set up in parallel with the colonoscope to cut the endoloop. The procedure was normal duration. There were no consequences to the patient as a result of this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the distal end of the loop was severed. The loop stopper was detached from the loop. The operating pipe of the handle was broken. The broken portion showed the shape of ductile fracture due to bending load. No buckling was observed in the coil sheath. The loop was connected to the hook without any problems. No deformation was observed in the rear end of the loop. No other device abnormalities were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the loop not being able to release from the hook was likely caused by the following mechanism: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe broke or deformed because the slider was forcefully operated. 4) due to the above, the loop could not detach from the hook. Furthermore, it has been confirmed that the breakage of the operating pipe was caused by the following mechanism: 1. The coil sheath was bent at approximately 2-3 cm from the distal end of the handle. 2. In the state of ¿1¿, the slider was pushed/pulled repeatedly. 3. The operating pipe was bent and broken. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use excessive force to operate the instrument. This could damage the instrument.¿ ¿straighten out the portion of the instrument that extends from the biopsy valve.¿ this supplemental report includes information added h4. Also, h3 has been updated to ¿yes.¿ olympus will continue to monitor field performance for this device.